Event description:
Covidien received information stating that the pb980 ventilator stopped working during patient use. The customer reported that the patient's saturation dropped to 80%. The nurse removed the patient from the ventilator and performed manual ventilation via an ambu bag. The patient was not harmed or injured as a result of the event. It was reported that after approximately 30 seconds, the ventilator recovered.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Covidien customer support engineer inspected the ventilator. The ventilator passed all the testing. The alleged malfunction could not be duplicated. Covidien reference number:(B)(4).